Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a pre-dilated severely calcified lesion (75 percent stenosis degree) in a severely tortuous part of the mid sfa. The lesion could not be crossed with the device.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed no damage or irregularity besides two kinks at the distal end of the kink protector and in the middle of the shaft. The diameter of the outer shaft complies with the specification. After flushing, a 0.018 inch reference guidewire could be introduced with no unusual friction up to the two kinks. In the provided image, the two kinks are already present. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a pre-dilated severely calcified lesion (75 percent stenosis degree) in a severely tortuous part of the mid sfa. The lesion could not be crossed with the device.